Event description:
It was reported that the patient lost stimulation over the weekend. He tried to increase stimulation but only had one program. He did have stimulation for about three minutes while in bed this morning. The patient said that he was zapped occasionally a couple of weeks ago, but didn't think anything of it. He reported no known event that might have caused this. The patient would meet with his health care provider. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37742, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).